Event description:
In 2007, the pt's husband (reporter) contacted lifescan on behalf on the lay user/patient alleging that the pt's one touch ultra meter was reading inaccurately high. The pt usually tests twice a day (before breakfast and before dinner) and sometimes 3-4 times a day depending on how she feels. The pt is also taking 70/30 insulin twice a day (before breakfast and before dinner). The reporter indicated that he determines how much insulin depending on her blood glucose levels. He stated that she sometimes takes "15, 20, or 12" units of insulin. He was unable to provide a specific sliding scale but stated that if her blood glucose was 170 mg/dl, she would take 15 units of insulin. According to the reporter, the pt suffered two hypoglycemic events on may 13th and one on may 15th. The reporter indicated that similar events occurred on both days. Before breakfast, the pt obtained meter readings "around 180-190 mg/dl" and felt "fine." The pt's husband gave her 16-17 units of 70/30 insulin and then the pt ate her breakfast around 6:30am. Three hrs later at 9:30am, the pt felt shaky and felt like fainting. The pt tested on the meter and got "63 mg/dl." The pt's husband had her drink orange juice and the pt felt better afterwards. The pt's husband claimed that he ran control solution tests and the results failed. The customer care advocate (cca) verified that the meter was correctly set to "mg/dl", an approved sample was used, and the correct testing/cleaning techniques were used. The cca asked the pt's husband to perform additional control solution tests on the phone and the results were above the expected range. The pt retested with a new vial of test strips and the control solution result was within range. This complaint is being reported due to the following conclusion: the control solution tests failed and the pt alleged she developed symptoms of low blood glucose levels 3 hrs after taking insulin; the insulin dosage was based on her before breakfast meter reading. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.